Event description:
It was reported that the pump was alarming check syringe plunger sensor and that clamp did not move. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The battery door and right plunger case were cracked and plunger flippers did not open when pressing down on plunger lever. Event history log (ehl) showed: check syringe plunger sensor. The reported problem was duplicated at power up; the dowel pin came out of the plunger head mount and was jamming the plunger gears. The root cause of the issue is known and is design related. Action(s) taken to mitigate the reported issue(s): replaced plunger head mount and dowel pin, performed preventive maintenance and all functional testing passed.